Event description:
International customer reports observing a tear in the drain. The tear was covered with adhesive tape. There was no adverse consequence to the pt. No further info was provided.

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. The product upon which this medwatch is based has been rec'd but has not yet been evaluated. Once the eval is complete, the results will be submitted in a supplemental 3500a form.